Event description:
A report was received from the field indicating that a healthcare worker came in contact with hydrogen peroxide (h2o2) while removing instruments from a cancelled cycle on the sterrad 100nx. The healthcare worker experienced human reactions that included skin discoloration (white at contact site) on the left thumb and index finger. The skin discoloration lasted for one day. She was not wearing personal protective equipment (ppe). Medical attention was not sought. The frequency of use for this unit by this worker is intermittently throughout the work day. Load related information was not provided. During additional follow up by asp clinical staff, the safety information related to load cancellations and removal of items was discussed. The healthcare worker was informed gloves must be worn before handling cancelled loads. The patient has recovered and an advisory notice has been posted on the unit to wear personal protective equipment when a cycle cancels.

Manufacturer narrative:
(B)(4): o-ring and baratron failure. This is capital equipment evaluated at the customer's site. The field service engineer found the vacuum control valve flanges bent, the o-ring would slip out of place, replaced vacuum control valve, found vaporizer condenser baratron failed, replaced the baratron, ran a test cycle; the unit meets manufacturer's specifications. The customer did not use personal protective equipment when the cycle cancelled to remove load. In-serviced with customer on removing cancelled loads. Customer education on removing cancelled loads from the unit. Results: o-ring and baratron failure. Per the sterrad 100nx user's guide: warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear latex, pvc (vinyl), or nitrile gloves while removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handing used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard before re-use.